Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the contact force value on the catheter was displaying high. No patient consequences. The issue of contact force displaying high is not a reportable event. Upon product return evaluation, the biosense webster inc. Failure analysis lab (fal) found mechanical damage, stress marks, and a hole on the surface of the pebax through scanning electron microscope (sem) testing. . The issue of a ¿hole¿ on the pebax is considered a reportable malfunction. Product evaluation details: the device was visually inspected and red residue was found inside the pebax, however, no physical damage was observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized; no errors were observed. The force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Additionally, the manufactured date and expiration date have been provided. Therefore, fields expiration date and device manufacture date have been populated. Manufacturer ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the d4. Expiration date and h4. Manufactured date. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the contact force value on the catheter was displaying high. During the procedure, the contact force value of the a thermocool® smart touch® sf bi-directional navigation catheter was displaying high even though it was away from the wall of the heart. There was no metal interference, errors and alerts). Zeroing was conducted but the issue continued. The issue was resolved by changing the catheter to another one and the procedure was completed without patient's consequence. The issue of contact force displaying high is not a reportable event. On (B)(6) 2018, the bwi failure analysis lab (fal) received the complaint product for evaluation. During initial visual analysis, a red residue was identified in the clear pebax sleeve approx 0.6 cm from distal tip, however, no physical damage to the catheter. This was assessed as not reportable. On (B)(6) 2018, the bwi fal performed additional functional testing which included a scanning electron microscope (sem) analysis. Sem revealed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object, yet no other anomalies were observed. The issue of a ¿hole¿ on the pebax is considered a reportable malfunction. The awareness date for this record is (B)(6) 2018 since this is the date bwi identified a reportable malfunction.